Manufacturer narrative:
Evaluation summary: the reported condition of inoperable stop key was confirmed and duplicated due to the keypad flex cable not being inserted properly at j7 on pump head module printed circuit board. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)

Event description:
On october 29, 2009, the facility's buyer reported to baxter global technical services that on an unknown date one colleague cxe volumetric infusion pump in which the stop key was inoperable. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as colleague 2006.

Event description:
Attorney reported: pt sustained injury and damages associated with his use of defective product, bard composix e/x mesh. Specifically, as a result of having the bard composix e/x mesh implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Upon completion of the evaluation and the CAPA (corrective and preventative action) investigation, it had been determined that this complaint file is not within the scope of CAPA, (B) (4). Therefore CAPA (B) (4) is not applicable to this complaint. (B) (4)